Event description:
Since implant, the patient received regular pump refills without any problems. In 2007, the patient presented for a routine pump refill outside of the usual clinic arrangements. During the procedure, the insertion of the needle into the reservoir port was problematic in that 2 or 3 attempts were made to insert the needle. The needle was finally inserted and used to remove a small amount of medication prior to preparing to refill the pump. The clinician reported that the needle was not perpendicular to the pump as required, but at an angle. The needle had become bent during the attempts to puncture the reservoir port, but the clinician was sufficiently satisfied with the position of the needle to continue with the infusion of baclofen into the pump; the pump was filled with 20 mls of baclofen. Soon after the procedure, the patient returned to hospital feeling unwell and deteriorated to "type 1 respiratory failure secondary to possible baclofen overdose". Following the respiratory failure, the pump was aspirated and 15 mls and baclofen was removed from the pump. It was felt that 5 mls of baclofen had gone somewhere other than the pump during the refill procedure. The patient was discharged home the following month.